Event description:
The user facility reported experiencing sporadic oxygenation shortly after initiating a bypass procedure. Supplementary ventilation of the pt's lungs was provided to assure adequate oxygentation before it was decided to change out the circuit and resume the procedure. The case was completed successfully and the pt's condition is reported to be 'satisfactory'. Additional event specific information was not available.